Event description:
Pt. C/o nausea/vomiting pre treatment. Which was attributed to draining sinuses. Temp = 97 2. One hour and twenty mins into treatment pt c/o chills, temp = 98 digree blood and outflow dialysate cultures taken. Treatment discontinued and resumed on same dialysis machine with new lines and dialyzer. Dialyzer was f-90 pre processed - without bleach and passed pressure decay test post event. Machine was subsequently used for 5 treatments without adverse effect then checked for altrafiltration which was found to be functioning correctly. Pt's temperature continued to rise to 100 4. She recieved antibiotics and tylenol. She was discharged home. Pt experienced weight gain during treatment. Pre=75.5 fost=78.8